Event description:
A report was received that the patient underwent an ipg replacement due to charging issues. The physician suspected device malfunction. It was also reported that the patient was struck by lightning. The patient was doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg) sc-1110-02, (sn (B)(4)), device evaluation indicated that the ipg passed visual and electrical tests performed. The complaint was confirmed. The device exhibited premature battery depletion. Troubleshooting to specific component level was impossible since both analog/digital integrated circuits are covered in the epoxy resin top. The reported incident of being struck by lightning could be the root cause of the device damage. Sc-1110-02 (sn (B)(4)) device evaluation indicated that the ipg passed visual, electrical, and performance tests performed. The device exhibited normal device characteristics.